Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.